Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pts left anterior decending artery. Upon attempted balloon cather inflation, the balloon burst at 7 atmospheres of pressure resulting in the partial deployment of the stent. In response, a post dilation balloon was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.